Event description:
It was reported that the ventricular assist device (vad) exhibited low flow alarms. It was also reported that the controller exhibited a controller fault alarm and multiple unexpected power losses. It was suspected that the batteries were the cause. Two batteries exhibited power switching, one battery exhibited a critical battery alarm and all three batteries exhibited power disconnects and voltage peaks associated with the controller losses of power. The vad and controller remains in use and the batteries will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model#: 1420 / catalog#: 1420 / expiration date: 30-jun-2021 / serial#: (B)(4), UDI#: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, mfg date: 26-jun-2020, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model#: 1650 / catalog#: 1650 / expiration date: 30-jun-2022 / serial#: (B)(4), UDI#: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, mfg date: 16-jun-2021, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model#: 1650 / catalog#: 1650 / expiration date: 30-nov-2021 / serial#: (B)(4), UDI#: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, mfg date: 20-nov-2020, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model#: 1650 / catalog#: 1650 / expiration date: 21-jul-2019 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated my manufacturer: no, device evaluation anticipated, but not yet begun, mfg date: 31-jul-2020, labeled for single use: no, (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump, one (1) controller, and three (3) batteries were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file revealed a controller fault alarm on 22-may-2022 at 08:48:52 due to a power out of range condition. Review of the alarm log file revealed a critical battery alarm involving (B)(6) logged on 09-jun-2022 at 05:52:25 due to the battery depleting below 10%. The cause of the alarms could not be determined since data log files covering the controller fault alarm and critical battery alarm were not available for analysis. In addition, review of the controller log files revealed ninety-eight (98) low flow alarms were logged since 26-may-2022. Log file analysis revealed three (3) controller power up events with associated pump start events logged on 28-may-2022 at 08:00:08, 23-jun-2022 at 22:17:44, and 17-jul-2022 at 06:07:47. The controller was without power for ten (10) seconds, nine (9) seconds, and nine (9) seconds, respectively. Data logs covering the loss of power on 28-may-2022 were not available for analysis. No anomalies were observed leading up to the losses of power on 23-jun-2022 and 17-jul-2022. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6) . Data log files also revealed multiple instances involving (B)(6) , where the batteries' relative state of charge (rsoc) values were logged between 202-220, indicative of momentary disconnections. Momentary disconnections will result in an audible tone. It is likely the observed momentary disconnection were related to the reported "power disconnect" and "battery voltage peaks" events. As a result, the reported events were confirmed. Based on the limited information available, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the reported premature power switching, "power disconnects", and "battery voltage peaks" events can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, (B)(6) and (B)(6) fall within the bounds of this CAPA. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the controller fault alarm with power out of range and the critical battery alarm events may be attributed, but not limited, to the user allowing the battery to deplete and/or battery malfunctions. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04, c19 h6: FDA conclusion code(s): d01, d02, d15 d4: serial or lot#: (B)(6) h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial or lot#: (B)(6) h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04, c19 h6: FDA conclusion code(s): d02, d15 d4: serial or lot#: (B)(6) h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.